Event description:
It was reported that during device change out, the chronic lead would not insert into the port of the new device. The device was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of being unable to insert the lead was confirmed in the laboratory. The lv lead could not be fully inserted into the header. Analysis observed that the set screw was protruded into the lead bore which prevented the lead from being inserted. After the set screw was backed out, the lead inserted properly.